Event description:
A customer obtained a non-reactive hepatitis b virus surface antigen (hbsag) result for one patient that repeated as reactive. It is not known if the repeated result is from the original sample, or an additional sample was collected from the patient. The result was not reported out of the lab. Exact result values were not supplied. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and found a loose substrate probe and the wash carousel was out of alignment. These two items were corrected. The fse performed a preventive maintenance (pm). The fse ran a diagnostic testing which partially failed. The fse replaced several hardware components and then repeated the diagnostic testing with passing results. The fse also ran the (B)(6) non-reactive calibrator as a patient sample and obtained a non-reactive result. On recur, the hardware issue could have also affected results to other pivotal assays. Erroneous results of a pivotal assay may cause or contribute to serious injury. Hardware is the likely root cause of this event.